Manufacturer narrative:
Final analysis found an abrasion exposing the filars of the outer coil at 53.8 cm to 54.2 cm from the connector pin, due to friction with another device.

Event description:
It was reported that a patient with sick sinus syndrome presented for follow up, the lead exhibited high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.